Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a meter bg now alert. The customer's reading was 412 mg/dl, and was able to get his reading down to 313 mg/dl. The customer was advised to speak with his doctor. Nothing was replaced or returned for analysis.